Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a palmaz blue 80 4.0x15 stent delivery system (sds) did not inflate in the artery. The balloon was attempted to be inflated to rated burst pressure (rbp) but the balloon did not inflate. After the device was removed, the stent was still on the balloon, it was not injured. The surgeon again attempted to inflate the balloon out of the patient without success. There was no reported patient injury. The device was decontaminated in the operating room and without the present staff noticing, the stent must have slipped from the balloon and it was left with the rest of the waste. The entire device was removed from the patient and examined at length by the team in place. The product was removed intact (in one piece) from the patient. The intended target lesion was the hypogastric artery (internal iliac artery). The lesion had moderate calcification, moderate tortuosity and was not a chonic total occlusion (cto). The intended procedure was completed with 3 other unknown stents. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was severe vessel tortuosity making it difficult advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was easily removed from the vessel, sheath, rhv (rotating hemostatic valve), guidewire, and guide catheter. There was no resistance/friction with other devices. There was no patient injury and the patient is alive and well. The device was stored and prepped as per the instructions for use (IFU) and was used in a sterile field. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The balloon of a palmaz blue 80 4.0x15 stent delivery system (sds) did not inflate in the artery. The balloon was attempted to be inflated to rated burst pressure (rbp) but the balloon did not inflate. After the device was removed, the stent was still on the balloon, it was not injured. The surgeon again attempted to inflate the balloon out of the patient without success. There was no reported patient injury. The device was decontaminated in the operating room and without the present staff noticing, the stent must have slipped from the balloon, and it was left with the rest of the waste. The entire device was removed from the patient and examined at length by the team in place. The product was removed intact (in one piece) from the patient. The intended target lesion was the hypogastric artery (internal iliac artery). The lesion had moderate calcification, moderate tortuosity and was not a chronic total occlusion (cto). The intended procedure was completed with 3 other unknown stents. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was severe vessel tortuosity making it difficult advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was easily removed from the vessel, sheath, rhv (rotating hemostatic valve), guidewire, and guide catheter. There was no resistance/friction with other devices. There was no patient injury, and the patient is alive and well. The device was stored and prepped as per the instructions for use (IFU) and was used in a sterile field. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot 82212967 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds inflation difficulty - unable to inflate¿ could not be confirmed as the device was not returned for analysis. Procedural images were not provided for review. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event as ¿there was severe vessel tortuosity making it difficult advancing the balloon catheter through the vessel¿. Vessel characteristics (moderate calcification and moderate tortuosity) may have contributed to the reported event. According to the safety information in the instructions for use ¿the cordis palmaz blue.018 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch and for palliation of malignant neoplasms in the biliary tree. Generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Potential complications associated with peripheral artery stent implantation may include, but are not limited to, the following: failure to deliver the stent to the intended site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Caution: never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.